Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (dislodged) was due to procedural circumstances during positioning of the second clip. The reported slda and tissue injury were cascading events of the reported device damaged by another device (dislodged). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.h6: code 4641 removed.

Event description:
Subsequent to the previously filed report, additional information was received: it is likely that the single leaflet device attachment (slda) occurred due to the interference when implanting the second clip. It was clarified that the second clip was implanted, but not to stabilize the slda clip. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment and tissue damage it was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+ and an anterior prolapse. An nt clip was inserted and deployed on the mitral valve. However, after deployment, it was observed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), resulting in tissue damage on the posterior leaflet. An additional clip was implanted to stabilize the slda, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.